Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5 x 15 mm nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that during device preparation and prior to use for post-dilatation of the stent, the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) protective sheath was being removed when the balloon stretched with the sheath; the device was not used. A 3.5 x 20 mm nc trek was also being prepared and during the protective sheath removal the balloon was stretched. The device was not used. Both protective sheaths were successfully removed from the devices. There was no patient involvement with either device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott was unable to perform device analysis, as the devices were discarded after the procedure. A review of the complaint handling database found no similar incidents from this lot; additionally, there was no non-conforming report identified. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.